Event description:
Reporter indicated, a vns therapy patient underwent generator replacement surgery due to normal end of service. The explanted generator was returned to the manufacturer and product analysis confirmed the end of service condition. During the analysis, the generator did not meet the specification requirements as the supply current 1ma parameter was over-the-limit. The supply current 1ma parameter over-the-limit current consumption condition could potentially be a contributing factor to the end-of-service; however, analysis of the device determined that the end-of-service condition was expected.